Event description:
A 28 mm diameter x 16 mm diameter x 16.5 cm length bifurcated aneurx stent graft was inserted for the endovascular treatment of an abdominal aortic aneurysm in 2001. The patient's aneurysm size and vessel morphology are unknown. It is reported that as the deployment handle was turned clockwise, the device did not deploy; therefore, the physician changed the deployment handle. However, the stent graft still would not deploy. The physician decided to remove the device from the pt and use a back up bifurcated stent graft device. It is reported that the physician examined the device and reported that there was a fair amount of tension throughout the device. As the physician turned the deployment handle, he reported a fair amount of resistance. The patient's status is unknown.